Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
In the absence of further information to clearly define what is meant by "physical harm to the patient", it was determined by a clinician that this report would remain product problem/malfunction only at this time. A manufacturing investigation was conducted. The report indicates that one bag containing eight parts was received with the actions associated with this complaint. Each screw will be bagged, numbered, and addressed in turn. The related paperwork indicates that there is a quantity of 5 parts for part number 400.834 and 3 parts for part number 400.835. Since many of the parts have the tips broken off, and two of the parts measure approx. 6.3+mm long (which would be a 400.836) the overall length cannot be (reliably) used to determine part number. This action is assigned to screw #8. The drive has been heavily damaged. The head is also heavily damaged with the band area being extruded upwards with some evidence of rotational displacement as well. The first two threads have been completely removed with the major reduced to approximately the minor diameter. The minor diameter also has some localized damage. The flutes and the tip are in relatively good condition. The screw is damaged. The damage could not be related to a synthes manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the event happened during surgery and surgery got prolonged and physical harm to the patient. The exact time delay for the procedure is unknown.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a surgery eight screws broke. Surgery time was reported to have been extended; attempts are being made to determine the amount of time. The report did not indicate any patient harm this is report 8 of 8 for (B)(4).

Manufacturer narrative:
The part was received; an evaluation is in progress. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that one bag containing eight parts was received with the actions associated with this complaint. Each screw will be bagged, numbered, and addressed in turn. The related paperwork indicates that there is a quantity of 5 parts for part number 400.834 and 3 parts for part number 400.835. Since many of the parts have the tips broken off, and two of the parts measure approx. 6.3+mm long (which would be a 400.836) the overall length cannot be (reliably) used to determine part number. This action is assigned to screw #1. This screw is intact and whole. The drive has been moderately to heavily damaged. The remainder of the head is in good condition. The threads appear to be in relatively good condition as are the flutes and the tip. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.